Event description:
Reporter contacted technical solutions to report a pump explant. Reporter stated that the patient alleged an increase in pain. At a refill procedure, an underinfusion volume discrepancy was observed. The expected volume was 4.5ml and the actual aspirated volume was 13ml. A cap study was performed this same day, which showed the catheter to be patent.

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Manufacturer narrative:
Corrected information: h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the exterior of the pump, showed no anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue was found with the device. Internal complaint number: complaint-05624